Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss issue occurred. On (B)(6)2024, the patient's husband heard the alert for signal loss which prompted him to check on the patient but the patient was unresponsive. He called 911 and while waiting for paramedics, the patient regained consciousness and stated she had palpitations, was sweating and her hands were shaking. The husband provided her with orange juice and sugar pills. It was reported that they did not have a glucometer to confirm the patient's blood glucose readings during this time. When paramedics arrived at 1:00-2:00am, they checked the patient's blood glucose and it was around 200 mg/dl. The patient was not provided further treatment by paramedics and paramedics left after 20 minutes of monitoring the patient. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.